Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Radical hysterectomy- "surgeon: dr. (B)(6). When the surgeon pressed blade lever button, the jaws stayed closed and the trigger got stuck. The sound, when he did the sealing, was like a "crack."' Patient status unknown.

Manufacturer narrative:
Completed UDI# provided. Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. The blade was actuated and engineering confirmed that the blade was able to retract smoothly along the full length of the jaws without sticking or rough actuation when activated on porcine tissue. The root cause of the incident remains unknown as engineering was unable to replicate the incident. As blood and eschar were noted within the jaws of the returned device, it is recommended per the warning in our instructions for use (IFU) that the "build-up of eschar can negatively affect the sealing and cutting performance...use a gauze pad soaked with sterile water or saline to remove eschar." Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.